Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-procedure. Review of transcripts revealed that the right ventricular lead exhibited no capture, low r-wave sensing and varying impedance. Echo imaging revealed evidence of micro perforation. The lead was repositioned successfully. Patient was stable.